Manufacturer narrative:
Bench repair replaced the front bezel, to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by bench on the v60 indicating that while servicing the device, it was observed that the navigation ring does not work, the front casing needs to be replaced. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.